Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services consultant recommended device replacement. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services consultant recommended device replacement. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: field b3 date of event change from (B)(6) 2020 to (B)(6) 2020. The analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services consultant recommended device replacement. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.